Event description:
It was reported a patient enrolled in a clinical study underwent an initial right total knee arthroplasty on an unknown. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening. Patient experienced an infection on (B)(6) 2015. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03561 / 04404 / 04405).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening. It was further reported that the patient experienced an infection on (B)(6) 2015 that was treated with antibiotics. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.